Event description:
During the index procedure the pt had a 3.0 x 15 mm endeavor sprint rx drug-eluting stent implanted in the mid rca and a 3.0 x 15 mm endeavor sprint rx stent implanted in the mid lad. Approximately 26 months post index procedure, the pt suffered an acute stemi. Pt was not taking asa or clopidogrel/ticlopidine 24 hours prior to the event. It was assessed that a target lesion was not involved and that the location of the infarction was inferior. Investigator assessed the mi to be a q-wave mi. It is reported that the pt underwent a revascularization procedure approximately 2 days later and a revascularization procedure approximately 1 week later again (no further information currently available). Investigator assessed that the event was not related to the study procedure. Pt was asymptomatic / free of symptoms at 2.5 year follow-up. At 3 year follow-up, pt had a cardia status of stable angina. (Ref MFR # 9612164-2011-01264).

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Event description:
Additional information received (B)(6) 2011 a revascularization of the prox rca was carried out approximately 26 month post the index procedure, another brand stent was implanted. Approximately 1 week later revascularizations of the 2nd diagonal branch (non -target vessel) and the mid lad (non -target vessel) were carried out, 2 other brand stents were implanted. The investigator has indicated the event was not related to the study stent or procedure